Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the physician wanted to program tachycardia therapy off in this subcutaneous implantable cardioverter defibrillator (s-ICD) due to the patient's do not resuscitate order. Difficulty was encountered with interrogating this device with a programmer. The programmer was rebooted and wand placement was adjusted and an interrogation was successfully performed. No adverse patient effects were reported. This product remains in service.